Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. Section: general patient care considerations: ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output: use of the repositioning sheath and peel-away introducer: ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events (united states): ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿

Event description:
The complainant reported a patient was implanted with an impella device for mechanical circulatory support. The patient developed a hematoma at the axillary site. The patient had been laying with arms above the head. The hematoma prompted the team pause the heparin for 24 hours. The next day the site was flat and the patient had no pain. The patient continued on support until the patient was bridged to a transplant.

Manufacturer narrative:
The investigation of access site bleeding has been completed. The impella device was not returned for evaluation. Based on the clinical details the root cause of access site bleeding is determined to be patient movement because the hematoma was noted after patient napping his hands. B3 date of event was erroneously entered on the initial manufacturer device report number 1220648-2025-27117.